Event description:
Spoke w/father stating pump is alerting and stating block in line. Father states inspecting tubing found no kinks so changed tubing however pump alert 10 minutes later. Father switched back up pump and is having no issues. He also states something is wrong with screen on pump in question (serial number: (B)(4)) couriered pt new pump. No other information provided. Dose or amount: remodulin 70.36 nkm, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.